Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor shows battery residue. No troubleshooting taken. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950klq, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found ; found error code 3230, 5704 <(>&<)> 8218 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.